Manufacturer narrative:
The valve was not patent. This precluded reflux, pressure-flow and pre-implantation testing on the valve. There was proteinaceous debris observed in the interior and exterior of the device. The valve was returned at pressure level 0.5 and was not adjustable. The instructions for use that accompany the device warn that ¿the system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ debris can affect the valve adjustment mechanism, resulting loss of adjustability. Also, the valve did not meet the requirements for leak testing. This was due to the presence of multiple needle penetration sites in the silicone dome over the reservoir. It is unknown how or when this damage occurred. The instructions for use state that the strata valve is designed to allow injection or csf sampling through the dome by the use of a 25-gauge or smaller noncoring needle. It is also cautioned that "low tear strength is a characteristic of unreinforced silicone elastomer materials. Care must be taken on insertion and removal of the needle." A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the pressure level of the patient¿s vp shunt changed on its own several times. According to the report, the physician instructed the patient about what he should be careful of in his everyday activities. The report stated that the pressure change occurred three times during the following three months. Reportedly, the physician decided to replace the valve with another one.